Manufacturer narrative:
No code available for gastrointestinal bleeding. The pump remains implanted and therefore is not available for analysis. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events have been associated with the use of this device and the required treatment. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use (IFU) addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines with a recommended inr range of 2.0-3.0. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. Device remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was not returned to heartware for evaluation as it remains implanted in the patient. Endoscopy confirmed the presence of internal hemorrhoids, two sessile polyps in the appendiceal orifice and hepatic flexure, and two hyperplastic polyps in the sigmoid colon. No source of bleeding was found. There is no indication that the reported gastrointestinal (gi) bleeding is related to any device manufacturing or performance issue. Arteriovenous malformations (avms) and gi bleeding are known potential adverse events that may be associated with the use of the lvad as outlined in the device labeling.

Event description:
Information was received via the (B)(4) study database that the patient presented to the local emergency room (ER) with complaints of dark stools for a week; stool was heme positive. The hemoglobin (hgb) was 10.7 and hematocrit (hct) was 31.7 in the ER as compared to (B)(6) 2015 when the hemoglobin (hgb) was 13.9 and hematocrit (hct) was 40.6. Additionally, in the ER, the inr was 3.2. The patient transferred and admitted to the reporting hospital. Gastroenterology (gi) was consulted and colonoscopy showed internal hemorrhoids, two sessile polyps in the appendiceal orifice and hepatic flexure, and two hyperplastic polyps in the sigmoid colon. No source of bleeding was found, the presumed source may be arteriovenous malformation (avm), as identified on previous capsule endoscopy in (B)(6) 2014. The patient was discharged home on (B)(6) 2015.